Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was getting inadequate stimulation. Database analysis revealed that there were several contacts with high impedances. The physician believed that the patient's weight loss could be a possible reason for the bad contacts because there was no fat and skin is pulling on the lead causing a possible fracture. No further course of action will be taken.